Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of noise which resulted in oversensing and inappropriate automatic mode switch were observed on the right atrial (ra) lead. Technical support was contacted and the device was reprogrammed resolve the event. The patient was in stable condition.